Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018 noting that they saw the patient on (B)(4) 2018 for a post-op appointment. The patient had not complaints. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient complained of pulling and grabbing at the incision site. The patient was afraid the leads were moving. The surgeon was informed and planned to see the patient post-operation on (B)(6) 2018. No surgical intervention was planned at the time of the report. No further complications were reported.